Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented unstable angina. Two days later, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 99% stenosis and was 25mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50mmx 28.00mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %. The target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) with 95% stenosis and was 12 mm long with a reference vessel diameter of 3.50mm. The lesion was treated with pre-dilatation and placement of a 3.50mmx16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. In addition, the first obtuse marginal (om1) was treated with balloon angioplasty. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient was presented with anginal symptoms. Patient's coronary angiography revealed totally occluded 3.50mmx 28.00mm promus element¿ plus stent in mid rca and widely patent 3.50mmx16 mm promus element¿ plus stent in lcx. The 100% occlusion located in mid rca was attempted to cannulate with a 2.00mmx15mm emerge balloon catheter, but the attempt was unsuccessful and intervention was unsuccessful due to lesion characteristics. The physician then decided to manage the event with medical therapy. The event was considered as not resolved.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, during index procedure, the 80% in-stent restenosis of the unknown stent located in the obtuse marginal 1 was treated with balloon angioplasty, with 10% residual stenosis. In (B)(6) 2015, since there were large collaterals from the left coronary artery system filling the distal rca, it was decided to terminate the procedure. Subsequently, the event was managed with medical therapy and the event was considered resolved.